Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, the motor of the intellicuff does not work and the pressure cannot be adjusted. - this occurrence was noticed during patient ventilation. - the intellicuff device alarms continuous. The intellicuff display is blinking which includes the red alarm led-bar at the top of the display and a blinking '10' in the target (set) pressure area of the display. - the event log file is provided to hamilton medical ag. - this occurrence was noticed during patient ventilation. - there was need for medical intervention reported. The intellicuff device was exchanged. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, the motor of the intellicuff does not work and the pressure cannot be adjusted. - this occurrence was noticed during patient ventilation. - the intellicuff device alarms continuous. The intellicuff display is blinking which includes the red alarm led-bar at the top of the display and a blinking '10' in the target (set) pressure area of the display. - the event log file is provided to hamilton medical ag. - this occurrence was noticed during patient ventilation. - there was need for medical intervention reported. The intellicuff device was exchanged. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.